Manufacturer narrative:
Corrected information: a1, b7, d10.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty cycler alarmed with a ¿m01-23 deflate error¿ warning during step 2 of setup. Prior to calling, the patient had rebooted the liberty cycler and re-setup the liberty cycler with new supplies, but the reported issue reoccurred. At that point in time, the technical support representative advised the patient caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The customer contacted fresenius technical support the next day to report that they had not received the replacement cycler they were expecting to arrive. Another replacement cycler was issued to the patient. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty cycler alarmed with a ¿m01-23 deflate error¿ warning during step 2 of setup. Prior to calling, the patient had rebooted the liberty cycler and re-setup the liberty cycler with new supplies, but the reported issue reoccurred. At that point in time, the technical support representative advised the patient caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The customer contacted fresenius technical support the next day to report that they had not received the replacement cycler they were expecting to arrive. Another replacement cycler was issued to the patient. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.

Manufacturer narrative:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty cycler alarmed with a ¿m01-23 deflate error¿ warning during step 2 of setup. Prior to calling, the patient had rebooted the liberty cycler and re-setup the liberty cycler with new supplies, but the reported issue reoccurred. At that point in time, the technical support representative advised the patient caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The customer contacted fresenius technical support the next day to report that they had not received the replacement cycler they were expecting to arrive. Another replacement cycler was issued to the patient. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.